Event description:
The customer reported to olympus, the endoscope reprocessor exhibited error e01, indicating water supply time was long. It was also reported that the water filter has not been changed since 2020. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on information from the facility, the customer reported the filter was last changed in 2020. The amount of water flow likely decreased due to accumulation of components contained in tap water on the filter, and when the prescribed time (103 seconds) passed since start of water supply, e01 may have occurred. Based on the results of the investigation, the user¿s wrong management method of the water filter may have caused the event. The event can be prevented by following the instructions for use which state: "chapter 7 routine maintenance - 7.2 replacing the water filter (ma-2318): replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Replace the water filter according to the procedure described below." Olympus will continue to monitor field performance for this device.